Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist confirmed with the customer that the issue had not reoccurred, allowing the case to be closed. The technical support specialist (tss) made several attempts to the customer to obtain further information in regard to specific ids and items. When the tss finally received the examples, the proper witness names and quantity issued were present and showed that system and settings work as intended.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, items that required a witness would not dispense. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.